Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the sensor readings are off. Customer's blood glucose was 127 mg/dl and sensor glucose was 67 mg/dl, 47.2 percent difference. Graph does not show that sensor glucose and blood glucose are trending the same. Sensor inserted in the abdomen. Customer was not able to upload to carelink. Customer has been having issues for three weeks. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.